Manufacturer narrative:
Report source: quality systems specialist iii. The reported event of a device failed to alarm and shut off could not be confirmed; no product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. The root cause was not identified because device was not returned. Additional patient information: ethnicity: not hispanic/latino.

Event description:
It was reported that the rn witnessed the device unintentionally shut off during a high dose paralytic infusion. The device was checked and found to be appropriately plugged into a red outlet; it was restarted and unintentionally shut off again. It was further reported that there were no adverse effects caused to the patient from the event. Received a copy of the customer's additional information letter from FDA which states, ¿patient's pump shut off in front of nurse on its own. Pump checked pump was plugged into red outlet. Pump started back up and again all infusions shut off-no alarm. Patient on high doses of medications that he needed as on paralytics."